Manufacturer narrative:
Concomitant: product ID 3037, serial#(B)(4), product type programmer, patient. Product ID 3 889-28, lot# v872659, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported the patient felt an increase in stimulation sensation when using bone growth stimulator. It was noted the patient could tolerate the increased sensation. It was reported the manufacturer representative was to meet with the patient upon completion of the bone growth stimulation therapy. It was noted the patient was receiving effective therapy.